Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60w cartridge reload was returned with 12 double drivers and 3 single drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at proximal end. Although no conclusion could be reached on what caused the drivers to fall. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, before product was used, it was noticed that a gst60w tray was bent and that several staple drivers were missing. It is unknown how the case was completed. There were no patient consequences reported.